Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an impella interventional procedure. Reportedly, after the was suture pre-placed, it was difficult to close the foot and the device became stuck in the patient. The foot was eventually closed and the device was able to be removed. Despite the footplate difficulty, the suture was successfully pre-placed. The suture of a second prostyle device was then pre-placed. The sheath was upsized to a 14f and the impella procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.